Event description:
It was reported that tubing disconnected from plunger. Verbatim: I am a nurse who is doing pleurx drains from both the right and left lungs of my friend who is being treated for cancer and we are using the pleurx drainage kit. We have been doing these drains for over a year. Today when I pulled the bottle from the package and set it on the sterile drape, the drainage catheter fell out of the spike that is in the bottle. The amount of tubing that was in the spike was barely 1cm or less. It just fell out of the spike. With sterile gloves on I did push the drainage tubing back into the flat end of the spike, and held it tight. I was able to accomplish the drainage. My concern was that once the spike broke the seal into the bottle, there might be some compromise on the suction for drainage, or leaking due to this "loose end". I was lucky and we were able to accomplish the drainage without problem because I held the tubing secure and was able to provide a tight seal around the tubing so there was adequate suction for the drainage. My concern is that the tiny amount of tubing that was inside the opposite (flat) end of the spike is barely enough to ensure tight fit and assure suction and drainage without leaking. I know the spike has to be at least 1 to 1-1/2 inches or more and I would think that quality assurance would require the tubing end to be secured more than the 1 cm into the blunt (flat) end of the spike. I thought you might want to have your qa people require a greater amount of tubing be inserted into the blunt (flat) end of the spike to assure the tubing doesn't fall out of the spike and will assure a sealed connection. This could have been a waste of a drainage set it would not have been able to secure the tubing and make a tight seal for drainage. The system is good, but the fact that the drainage tubing end literally "fell" out of the spike was very concerning to me. (B)(6) 2021: what is the material and lot number? Pleurx drainage kit 1000ml ref50-7510; lot 0001401632 carefusion exp. Date 2023/07/15. Was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage? The drainage tube fell out of the spike flat end before drainage started. If it's before use did you attempt to reconnect it? Yes, with sterile gloves on, I reconnected the tube into the spike and subsequently made a seal with my sterile gloved hand and held it in place until drainage was done to secure a tight fit and avoid any leakage. Was the line disconnected prior to use? Yes, see above. Was the bottle discarded immediately? No, I used the bottle for drainage after reattaching the tubing. Was the clamp properly closed until after the plunger was pressed? Yes. Where is the catheter located? The catheter is in the patient's side. Are there photos showing the reported issue? Sorry, I did not think to take pictures as I was sterile gloved at the time.

Manufacturer narrative:
Pr 4108048 follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the lot 0001401632 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer here.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that tubing disconnected from plunger. Verbatim: I am a nurse who is doing pleurx drains from both the right and left lungs of my friend who is being treated for cancer and we are using the pleurx drainage kit. We have been doing these drains for over a year. Today when I pulled the bottle from the package and set it on the sterile drape, the drainage catheter fell out of the spike that is in the bottle. The amount of tubing that was in the spike was barely 1cm or less. It just fell out of the spike. With sterile gloves on I did push the drainage tubing back into the flat end of the spike, and held it tight. I was able to accomplish the drainage. My concern was that once the spike broke the seal into the bottle, there might be some compromise on the suction for drainage, or leaking due to this "loose end". I was lucky and we were able to accomplish the drainage without problem because I held the tubing secure and was able to provide a tight seal around the tubing so there was adequate suction for the drainage. My concern is that the tiny amount of tubing that was inside the opposite (flat) end of the spike is barely enough to ensure tight fit and assure suction and drainage without leaking. I know the spike has to be at least 1 to 1-1/2 inches or more and I would think that quality assurance would require the tubing end to be secured more than the 1 cm into the blunt (flat) end of the spike. I thought you might want to have your qa people require a greater amount of tubing be inserted into the blunt (flat) end of the spike to assure the tubing doesn't fall out of the spike and will assure a sealed connection. This could have been a waste of a drainage set it would not have been able to secure the tubing and make a tight seal for drainage. The system is good, but the fact that the drainage tubing end literally "fell" out of the spike was very concerning to me. 20-dec-2021: what is the material and lot number? Pleurx drainage kit 1000ml ref50-7510; lot 0001401632 carefusion exp. Date 2023/07/15. Was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage? The drainage tube fell out of the spike flat end before drainage started. If it's before use did you attempt to reconnect it? Yes, with sterile gloves on, I reconnected the tube into the spike and subsequently made a seal with my sterile gloved hand and held it in place until drainage was done to secure a tight fit and avoid any leakage. Was the line disconnected prior to use? Yes, see above. Was the bottle discarded immediately? No, I used the bottle for drainage after reattaching the tubing. Was the clamp properly closed until after the plunger was pressed? Yes. Where is the catheter located? The catheter is in the patient's side. Are there photos showing the reported issue? Sorry, I did not think to take pictures as I was sterile gloved at the time.